Event description:
The dealer states, the clients van seat will not stay secure doing operation. The clients van seat upholstery is destroyed and very uncomfortable for operation. The new van seat is needed for a safe operation. See header for po notes.